Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 37 mg/dl. The customer treated with coca cola and oreos. Customer declined to troubleshoot for low readings. The product was not returned for analysis.